Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed customer cleaning disinfection sterilization (cds) checklist, results of third-party testing, the device evaluation and the legal manufacturer's final investigation. The customer provided the cds processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the precleaning process. During manual cleaning the device is not pre-soaked if manual cleaning was not preformed within 1 hour of the procedure. The device passed the leak test. The name of the detergent is mediclean forte. The brushed points were unknown. The device was rinsed before manual disinfection. All channels were flushed with tap water. The concentration and expiration date of the disinfectant is controlled. An ed-flow automatic endoscopic reprocessor (aer) is used for automated cleaning with poka yoke detergent and aperlan a + b disinfectant. All channels were connected when the endoscope was set up in the aer. The concentration and expiration for the disinfectant is controlled. The water quality is controlled with a water filter that is replaced periodically in accordance with the instructions for use (IFU). The device is dried with a wassenburg dryer and stored in vertically in a box. The customer provided the following result of the culture test, performed at the third-party labs. Sampling date: (B)(6) 2023. Microbe name: stenotrophomonas maltophilia. Amounts of bacteria: 33 cfu/20ml. Position detected: detergent solution. Microbe name: staphylococcus haemolyticus. Amounts of bacteria: 1 cfu/20ml. Position detected: detergent solution. Microbe name: achromobacter xylosoxidans. Amounts of bacteria: 1 cfu/20ml. Position detected: detergent solution. Sampling date: sep 29, 2023. Microbe name: escherichia coli, candida parapilosis, microbacterium species, staphylococcus epidermidis. Amounts of bacteria: 90 cfu/20ml. Position detected: detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. As result of confirming contents of instruction manual of gf-uct180, following sections describe reprocessing procedure. Chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope tested positive for an unexpected contamination twice. The customer reported that complete cleaning was performed including with enziqure and sampling and the result was still positive. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. After culture testing, the device will be evaluated. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Correction to d9, h3 and h6 "type of investigation", the subject device was returned and evaluated. Please see d9, h3 and h6 for further information. Correction to h6 "investigation findings" and "investigation conclusions", please see h6 for further information. This report is being supplemented to provide additional information based on, results of third-party testing and the device evaluation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: operator channel. Cfu: 2cfu/endoscope. Bacterial identification: bacillaceae, micrococcaceae. Sampling from: aspiration channel. Cfu: <1cfu/endoscope. Bacterial identification: n/a. Sampling from: air/water channel. Cfu: <1cfu/endoscope. Bacterial identification: n/a. Sampling from: erector channel. Cfu: 1cfu/endoscope. Bacterial identification: bacillaceae. Sampling from: distal end. Cfu: <1cfu/endoscope. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: distal end light guide lens - chipped. Distal end light guide lens glue - pin hole. Probe unit - damaged. Bending section rubber glue - seperated. Connecting tube - scratched. Channel mount - damaged. Mouthpiece - damaged. Air/water cylinder - scratched. Suction cylinder - scratched. Scope connector - lossened/deformed/scratches. Angulation less than the specified standards. Biopsy channel - scratched. However, these defects alone are not considered severe enough to cause a potential adverse event. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.